Event description:
A patient reported they were unable to communicate with their implantable neurostimulator recharger (insr). The last successful rech arging session was at least 2 months ago. The reason for not charging was trouble with charging. It would charge just a little bit, and that went on for 2 weeks, now the device has been completely dead for a month. No patient symptoms were reported and the patient was redirected to their healthcare provider (hcp) to address the possible overdischarge. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.